Manufacturer narrative:
Investigation results for the returned platform as follows: visual inspection of the returned platform was performed and found no visible or physical damages to the platform. A review of the platform's archive data was performed and found no issues related to the customer's reported complaint that the platform's display was not visible when the unit was powered on. The reported complaint was not duplicated during functional testing. Compression testing was performed without any issues. The platform's display was visible and functioned as intended. The internal display cables were reseated to reduce the probability of reoccurrence of the reported complaint. Based on the investigation, no parts were identified for replacement. In summary, the customer's reported complaint that the platform's display was not visible when the unit was powered on was not confirmed or replicated. A review of the platform's archive data was performed and found no issues related to the customer's reported complaint. Functional testing of the returned platform was performed without any issues. The platform's display was visible and functioned as intended. There were no device deficiencies found during evaluation of the platform which could have caused or contributed to the reported complaint. Therefore, a root cause could not be determined. The internal display cables were reseated to reduce the probability of recurrence of the reported complaint. The platform then passed all final functional testing criteria.

Event description:
It was reported that the autopulse platform's display was not visible when the unit was powered on. Customer reported that the display was white and that adjusting the contrast button did not change the display. The customer reinstalled the battery and powered the device back on but the issue did not resolve. Customer indicated that the fan was running and that the unit was working. No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.